Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The threshold has increased from around 0.7v at implant to 3.6v. The rv is potentially oversensing the ap, sensing dropped a few weeks after implant, but has since recovered. Pacing impedance is normal and within range. The patient will be brought in for a full lead evaluation and x-ray to confirm lead position. Lead remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.